Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia along with an insulin flow block alarm, frozen pump and keypad anomaly. The customer reported blood glucose value of 204 mg/dl. Customer was treated with insulin pump. The event involved product(s) mmt-1884, mmt-386a, mmt-332a, mmt-7040a. Troubleshooting was performed for high blood glucoses/under delivery. The customer had been using the insulin pump within 48 hours of the reported event and the auto mode feature was active at the time of the event. Troubleshooting was partially performed for display issues. Customer did not report blank display or partial display. Troubleshooting was performed for keypad anomaly/stuck button alarm. The pump has not been exposed to altitude change and customer did not receive stuck button alert. Troubleshooting was partially performed for insulin flow blocked alarm and explained possible causes. No further patient complications were reported. No product return is required for mmt-7040a. Mmt-1884, mmt-386a, mmt-332a were requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons function properly. No unexpected no delivery/occlusion alarm or frozen screen noted during testing. ¿successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found no delivery/occlusion alarm in the event date of 28-jun-2025 at 08:02:00 during basal delivery. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the keypad assembly, electronic assembly, motor assembly and force sensor assembly. The j1 connector on pcba 1 was locked properly during visual inspection. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked select button keypad overlay, scratched case and minor scratched lcd window. No delivery/occlusion alarm was not confirmed. Keypad/button unresponsive/button error alarm was not confirmed. Frozen screen was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.